Event description:
The reporter stated that she had obtained the er1 message on her surestep meter last fall. She recalls retesting until she obtained a result. She also stated that if her blood glucose was over 500 mg/dl, she treated herself appropriately, however, there was no indication that the er1 message was related to elevated glucose.